Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 75cm distal to the strain relief, the hypotube of the device was separated. There was contrast in the inflation lumen and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.25mm x 15mm nc emerge balloon catheter, it was noted that the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.25mm x 15mm nc emerge balloon catheter, it was noted that the shaft broke. The procedure was completed with another of the same device. There were no patient complications reported.